Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing occurred during impedance testing on the right atrial (ra) and right ventricular (rv) leads. There was no evidence of oversensing at any other time. This is a known operation of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.